Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under responsive and difficult to presses. The kepyad was observed to be peeling. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-aug-2019 with the following findings: the keypad was found to be peeling; no other damage was observed. During investigation, all of the keypad buttons were found to be intermittently unresponsive to button presses. The keypad was removed and contamination was found under all button contacts. Unrelated to the complaint, investigation revealed a dim, discolored display and cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.